Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused blood clots and congestion. The patient did not report to receive any medical intervention, this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam becoming degraded and causing blood clots, congestion, and headaches. Also, the patient claims the device will not turn on or is not functioning. The patient did not report receiving any medical intervention.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, and p4 power connector. A contaminate consistent with keratin was observed on the blower box.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section b3, d9, g3, h3, h6 has been updated or corrected.